Event description:
.

Manufacturer narrative:
Analysis of lead found there was conductor crossover at the proximal end conductor on the lead.

Manufacturer narrative:
(B)(4). This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA.

Manufacturer narrative:
Final device analysis for the lead revealed a short between circuits (dry condition) of the proximal end conductor. Final device analysis for the stylet revealed no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedances were tested on the lead prior to implant. Contacts 0 and 3 had impedances of 31 ohms, indicating a short circuit. There was no patient injury.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.